Event description:
Reportedly, the balloon became detached during a procedure, and an unk intervention procedure was required to successfully remove the detached section of catheter. No pt complication were reported as a result of this event.